Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up and the screen had an auto off alarm on the insulin pump. Customer stated that she was hospitalized on (B)(6) 2016 with blood glucose of 29 mg/dl. Customer's current blood glucose is 112 mg/dl. Customer stated that the only thing that they did for the call at the hospital was they removed the pump. Customer stated that she has been experiencing low blood glucose for about 3 weeks. Customer stated that the low blood glucose was her fault because she entered some data incorrectly. Customer had mental confusion. Customer was unsure if the drive support cap was protruded or sticking out. Customer stated that she miscalculated a dosage. Customer was having a difficult time seeing and stated that she will call back on monday when she has the nurse to help her.